Manufacturer narrative:
Result of investigation: exact root cause is not determinable. Most likely the issue is due to leaking inspiration valve nt. Failing start-up self test intermittently with alarm 401 - "inspiration valve or device leaky" and failing inspiration valve self-test due to measured internal leak >5 lpm. During site visit, its noticed that alarm 401 is visible on the alarm history. As a resolution the inspiration block was replaced. Performed base unit test. Performed calibrations. Performed verification's. All pass. Allowed ventilation to run with no issues.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been sent and analyzed by the technical group. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed 401 "inspiration valve or device leaky". The issue occurred after start-up. There was no patient involvement associated with the reported event.